Manufacturer narrative:
E1: (B)(6) hospital. E1:(B)(6). The device was returned for analysis. Visual inspection revealed the imaging window was observed kinked. Microscopic inspection revealed the imaging window was observed twisted and flattened. The impedance test shows an electrical open proximal.

Event description:
It was reported that a catheter issue occurred. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, the catheter could not show the image. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable. However, it was further reported that twist occurred during pullback.